Event description:
It was reported that following a stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2011, the initial procedure treated the 90% stenosed target lesion located in the mildly tortuous and moderately calcified proximal left anterior descending (lad) artery. Pre-dilation was performed with a 1.5x15mm apex flex balloon inflated to 14 atms for 30 seconds in the first diagonal branch and then with a 2.5x15mm apex balloon inflated to 10 atms for 20 seconds in the proximal lad. A 2.5x16mm ion stent was then deployed in the proximal lad at 12 atms for 37 seconds which was well positioned and well apposed but resulted in some vessel narrowing distal to the stent. An additional 2.5x12mm ion stent was deployed in the left circumflex artery at 12 atms for 33 seconds to complete the procedure. The patient was on an anticoagulant. In 12/2011, the patient presented emergently and angiography revealed thrombosis at the 2.5x16mm ion stent located in the proximal lad. Treatment consisted of a thrombectomy with a non-bsc catheter, ballooning with a 2.x12mm apex balloon with three inflations to 6 atm's and intravascular ultrasound review. Next a non-bsc 2.75x12mm stent was placed and post dilated with a 3.0x15mm apex balloon with four inflations to 20 atm's. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).